Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set occlusion at site events on 12-jun-2024. Infusion set has not been used more than 48 hours. Customer changed supplies as necessary and resumed insulin therapy. No further information available.